Event description:
A company representative was following up on a list of patient's whose generator were potentially at end of service when it was reported that the patient had passed away. The funeral home was unaware if the generator or lead had been explanted following the patient's death. Therefore product analysis cannot be completed. No additional relevant information has been received to date.